Event description:
Co's product coordinator reports that the septum became displaced when a syringe cannula was being used to take a blood sample off an arterial line when using a vacutainer. The cannula may have been angled. Nurse got blood in her eye. No injury. Pt had minimal blood loss. No injury.